Manufacturer narrative:
Software was updated to increase the visibility of the image orientation marker with square border and provide two add'l markers on north and west sides of the images. (B) (4).

Event description:
Customer reports the orientation markers appear to be backwards or wrong on some studies. There was no reported pt injury associated with this event.